Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately a year and a half post-implant, the lens wasn''t sitting properly in the patient's left eye. Allegedly, the patient has distorted vision and eye irritation. The doctor repositioned the lens but the lens "popped up again."

Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.